Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The caller reports the patient has lost therapy benefit for the past few months. This occurred about a month after a fall and hurt their back. Caller reports patient has had no medical procedures. The caller reports patient has shocking or jolting sensations. The patient reports they feels a shocking while eating, and similar to a tens (transcutaneous electrical nerve stimulation) unit. Palpating does not ¿illiciat¿ shocking sensations. X-rays appear good. The caller noted the shocking was more visible during a programming session on monday where they did turn on and off with patient experiencing symptoms only while turned on. The patient reprogrammed +3, -2, 618 impedance, 6.7volts, 330 ps, 14 hertz, .1 second on and 5 seconds off. It was noted an unknown outcome at this time.